Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of permanent kink impressions in the extension tubing was confirmed. The product returned for evaluation was one 15cm x 12fr powertrialysis dialysis catheter. Usage residues were observed throughout the sample. A non-vad extension tube was attached to the purple luer adapter. Kink impressions were observed in both the red- and blue-luered extension tubes. Microscopic inspection of the sample confirmed the presence of kink impressions in the red- and blue-luered extension tubes but was otherwise unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the lumens was comparable to that required for a similar non-complainant device. The clamps functioned as intended, preventing infusion of all three lumens when engaged. The device functioned as intended and flowrates within the lumens appeared unremarkable. Permanent kink impressions were observed and may occur with repetitive clamping within the same region. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. When the clamp was opened after the clamp was closed, the extension tube of blood removal connector side at the clamped part remained deformed and did not return to its original shape. There was no reported patient injury. (B)(6) 2021: the returned sample exhibited permanent kink impressions.